Event description:
Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on march 13, 2012 describing this issue. This is the 82nd occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modality's. This tool was discontinued and replaced by cardio purge service (cps) in june 2008. A reportable correction is underway for this issue which had been reported to the FDA on august 8, 2012. FDA reference # z-2252-2012. Agfa sent urgent safety notices to affected consignees for this issue described in FDA reference # is z-2252-2012 on august 9, 2012. The letter informed the consignees that agfa would review the configuration of impax cv dicomstore at all affected sites to determine if such misconfiguration existed. As part of this recall, agfa notifies each customer prior to a review of their system and schedules the review with the customer to minimize downtime. Based on agfa's review findings, corrections are provided as needed. The letter also informed customers to contact agfa if they had any questions related to the communication letter. As a result of the corrective actions related to FDA reference # z-2252-2012 and the installation of a discovery tool to identify if a site has had misconfiguration, the customer location in this report, has been identified as having impax cv dicomstore misconfiguration. The misconfiguration has been corrected at this site. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting, FDA z-2252-2012. No harm to patients has been reported for this event.